Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c processing module serial number (B)(6). The field service representative (fsr) inspected the module and observed a small hole in the tbg, ict to ict valve nc (B)(6). The part was replaced, and the issue resolved. The tbg, ict to ict valve nc (B)(6) was determined to be the likely cause of the issue. No additional discrepant sodium result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the tbg, ict to ict valve nc, did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6), was identified.

Event description:
The customer observed falsely elevated sodium results for one patient on the alinity c analyzer, serial number (B)(6) . The sample was repeated on another alinity c and the result was lower. The result was not released. The following data was provided: initial result = 163 repeat result = 142. Patient reference na range 135-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.